Event description:
It was reported that the physician, who was not trained in the use of the device, attempted to implant the xpert stent an unk vessel below the knee. The stent prematurely and fully deployed while the stent was advancing over the guidewire, outside of the pt's body. The device was removed and another xpert stent was used. There was no pt injury. The devices will be returning. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info. The second xpert stent (part 82139, lot 29111) filed under MFR# 9710478-2007-00039.